Manufacturer narrative:
Information was received based on an internal retrospective review of past field reports and based on new information that was not available at the time of the original report. As a result of new information, this report is now being submitted.

Event description:
Information was received based on an internal retrospective review of past field reports and based on new information that was not available at the time of the original report. As a result of new information, this report is now being submitted. It was reported that a patient was revised to exchange the tibial insert. The surgeon noted during surgery that the cement mantle was large and that there was no bonding at the tibial component/cement interface.